Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the lot manufacturing date. Based on the additional information received, no conclusions can be made. Medical records indicate this is a patient with a medical/surgical history significant for diabetes and multiple abdominal surgeries. Per medical records provided, over three years post implant the patient was diagnosed with a recurrent hernia and underwent open repair. Recurrence is a known inherent risk of hernia repair surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent hernia the ventralex mesh was supposed to fix. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2012 - patient underwent open ventral incisional hernia repair with implant of ventralex mesh. Per operative notes " "hernia sac was then excised. There were some adhesions between the omentum and the hernia sac were bluntly dissected free. The medium ventralex mesh patch was then passed through the facial opening. Mesh was secured in place". (B)(6) 2015 - patient developed a ventral hernia and visited the hospital and scheduled for surgery. The patient had a severe upper respiratory infection due to which the surgery was delayed. (B)(6) 2015 - patient underwent repair of an incarcerated recurrence ventral hernia. Per operative notes, "a small hernia sac was identified just above the area of the umbilicus. Just superior to this there was another hernia defect with a much larger hernia sac. There were some adhesions. There was felt to be a previously placed mesh as well.the defect was fairly tight and I did not feel that I would be able to place an underlay mesh without further takedown of the prior repair. Therefore the decision was made to close the defect primarily". Attorney alleges patient had hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Is alleged. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of a umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent hernia the ventralex mesh was supposed to fix. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.